Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection of the incision of the implanted device. The patient was given antibiotic treatment. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. The device was returned and analyzed. The returned device indicated an electrical discontinuity/open in an in tegrated circuit. Hybrid analysis confirmed the reported tel-c failure condition at the device, hybrid, and component levels. Additional analysis found that the failure was isolated to the radio frequency module. If information is provided in the future, a supplemental report will be issued.